Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial deployment of stent occurred. The target lesion was located in the superficial femoral artery. A 6 x 100 x 130 innova¿ stent was selected for use to treat the lesion. However, during an attempt to advance the stent over the guide wire, the device got stuck on the wire and the tip of the stent pulled back exposing the stent. The device was removed from the wire and the procedure was completed using a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, the inner liner and the remainder of the device were checked for damage. There was a kink at the nosecone. The inner liner also had a kink at 12cm from the tip. A .035 amplatz test guidewire was inserted into the guidewire lumen. The guidewire transcended through the lumen with a slight restriction due to the kinks in the device. The guidewire did travel through the entire device. The wheel lock was returned on the device. The stent was not returned with the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that partial deployment of stent occurred. The target lesion was located in the superficial femoral artery. A 6 x 100 x 130 innova¿ stent was selected for use to treat the lesion. However, during an attempt to advance the stent over the guide wire, the device got stuck on the wire and the tip of the stent pulled back exposing the stent. The device was removed from the wire and the procedure was completed using a different device. No patient complications were reported and the patient's status was fine.